Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 8.8 mmol/l. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime. Customer reports that insulin exit with greater than normal resistance with use of plunger. It was reported that reservoir was stuck. Customer was advised to change reservoir and infusion set. Customer was educated on correct way of filling reservoir. Customer also requested information on recall, though not experiencing problems. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.